Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had issue with their sensor, as the readings where way off. The blood glucose at the time of event was 426 mg/dl. Troubleshooting indicated that the customer had hyperglycemia, it was observed that there was no issue with insulin pump, infusion set and reservoir. The sensor glucose at the time of event was 308 mg/dl, the difference between blood glucose and sensor glucose was 118 mg/dl. Although the difference was higher than 30% and the insulin was not suspended. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The insulin pump will not be returned for analysis.